Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was experiencing a high blood glucose level of 450 mg/dl. She treated her high blood glucose level with a syringe. The customer experienced a high blood glucose level twice that month. The insulin pump alarmed no delivery while priming the insulin pump. The device was not returned.